Event description:
Pt reported, he received a burn on the lower lumbar region of his back.

Manufacturer narrative:
Conclusion: pt unit tested normally and as expected. Pt electrodes performed similar to reference electrodes using metal electrode test jig. Pt electrode characteristics matched very closely pair to pair.